Manufacturer narrative:
Customer reported that a pyxis anesthesia es system powered off unexpectedly during surgery. The nature of the procedure was not disclosed. The length of the delay was not disclosed. Customer was able to reboot the station at the end of the procedure. No patient or user harm reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and determined that device's logs registered a 3-minute system shutdown that was not initiated by a user. The technical support specialist performed a system scan and repaired several corrupted files. The technical support specialist discovered that two operating system updates failed to install since february 2022. System updates installed to resolve. Device confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system powered off unexpectedly during surgery. The nature of the procedure was not disclosed. The length of the delay was not disclosed. Customer was able to reboot the station at the end of the procedure. No patient or user harm reported.

Event description:
It was reported by the customer that a bd pyxis anesthesia station es malfunctioned in the middle of a procedure. Customer reported a 30-minute delay to patient care and reported that staff was unable to access the required medications; they had to be retrieved them from another device. Customer did not disclose procedure or medications used. No patient or user harm was reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e2, e3, g1, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 29-jun-2020 to 29- jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system powered off during surgery. Technical support specialist deleted software distribution folder and confirmed station successfully detected 2 missing updates. Technical support specialist requested for approval to manually apply 2 missing updates that had failed to install since february tried to contract customer for many times, but the customer stopped responding. The system was functional as intended.